Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a breast augmentation revision with mentor memorygel, 385cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician. Silicone rupture noticed during removal surgery. Patient had the device removed on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary: during visual inspection of the sample, a tear was observed on the anterior aspect measuring approximately 10.8 cm. As part of our quality process, the manufacturing records of this lot number 7284732 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The below evaluation was mistakenly missed from previous report: the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 3/31/2020, additional information received indicated that there was bilateral implant deformity and symmastia. As a result patient had the deformity and symmastia corrected with inframammary fold repair. And placement of bilateral bella derm grafts; revision mastopexy, and bilateral removal of implants. This report is for the right side. Manufacturer's reference number: (B)(4).